Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the issue was related to a power issue at the site. The fse rebooted the system to bring back the access point controllers online. After rebooting the systems, the device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating telemetry issues in the hospital and all access point controllers (apc) are offline and cannot be pinged from the primary server". The device was in use at the time of the event. No adverse event occurred.